Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of hypotension and bradycardia are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a stenting procedure and an acculink stent was implanted in the moderately calcified right internal carotid artery. Post procedure in the recovery room, the patient experienced hypotension and bradycardia. Intravenous dopamine was started as treatment of the hypotension; however, no treatment was provided for treatment of the bradycardia. The hypotension resolved within 24 hours and the patient was discharged to home one day post procedure. The bradycardia continued after discharge and no treatment was provided. At the patients 30-day follow up visit, the bradycardia had resolved. No additional information was provided.